Manufacturer narrative:
The revision surgery took place on (B)(6) 2017 with no reported complications. No devices were returned. The cause of the fracture/break could not be determined as further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
An event regarding developmental dysplasia of the patient's hip was reported. It was further reported that the surgeon believes that there is a break somewhere, but has not been able to confirm this on x-ray and won't know until the revision procedure is performed.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
An event regarding developmental dysplasia of the patient's hip was reported.